Event description:
Rptr is very gravely concerned about this electric wheelchair and all of its electrical malfunctions. The pt received this chair approx 1 yr ago. Since receiving it, the pt has had a minimum of 4 svc calls for repair to the electrical components involving the joy stick functions. The chair was improperly built without any precautions taken into the account to protect the electrical system from moisture. Ie, even with the chair fully covered to keep rain, etc off, the system is not sealed to protect it from just plain moisture in the air. This has lead to corrosion of the wires. This is only one of the problems. The joy stick wiring has been changed three times because of failure. The wiring is totally inadequate as well as dangerous. The pt has been stranded without the ability to power this chair due to these malfunctions. The pt is a very large person without the ability to walk any distance at all. When the chair fails it puts the pt in very serious risk of harm. If the pt was to be in the middle of crossing an intersection and the chair quit, it would leave them in a very dangerous situation with traffic and no way to move it. The size of the chair, which is very much oversized, will not fit through the door at the pt's home, or numerous doors even set up for handicapped persons.